Manufacturer narrative:
The reported complaint was confirmed. The field service representative provided additional information to the end user on how to properly occlude the roller pumps. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) released the stuck occlusion knob. He cleaned and regreased the knob. He found plastic debris on the end of the roller tube guide, possibly from a plastic tube stuck on the roller raceway and roller guide, also causing the underspeed error. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump displayed an 'underspeed' error message and the occlusion knob was stuck and could not be moved. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.